Event description:
According to the complainant, after the procedure, the patient experienced the following anticipated ae's. Urinary urgency, termed mild and presented on august 23, 2007, for a time period of five minutes, requiring no treatment. Incomplete urinary retention, presented in 2007 and resolved four days later, this was treated with an indwelling foley catheter for four days. The physician successfully completed the procedure with this prolieve thermodilatation kit.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Device discarded